Manufacturer narrative:
Additional info: further information was provided and reported there was no unplanned surgical intervention needed. Surgeon does a scleral tunnel fixation and vitrectomy routinely/planned. A non-johnson & johnson lens was implanted as a replacement. The patient is doing very well post-operatively. The product was discarded. No other information was provided. The following section has been updated accordingly: section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity: unknown. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted for an unspecified reason. Through follow-up, it was learned that the lens has not been explanted yet. It is planned to be explanted at another facility. The reason for the lens exchange is due to lens dislocation in the patient's right eye. Additional information was received that the lens was explanted from the patient's right eye.